Event description:
It was reported that the actual residual volume of 0 ml was less than the expected residual volume of 1.5 ml. The healthcare provider (hcp) believed that he was unable to aspirate the pump; he was unable to "get one drop or any bubbles". The hcp checked the needle orientation; he felt the silicone rubber septum and the metal needle stop. The hcp planned to take the patient to x-ray to verify the pump position and to try to fill with pfns (preservative free normal saline). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).